Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had exhibited no sdi (serial digital interface) image output qb board (printed circuit board) failure, output video failure lcd (liquid crystal display) panel failure and damage to dvi (digital visual interface) connector. There was no patient involvement.